Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernia. It was reported that after implant, the patient experienced recurrence, mesh folding within the hernia, pain, bulge in right groin progressively increasing, fluid collection, adhesions, and scar tissue. Post-operative treatment included revision surgery.